Manufacturer narrative:
(B)(4).

Event description:
The patient had loss of capture in the right atrial lead at the typical thresholds, right atrial pacing threshold is 7.5 volts at 0.4 milliseconds. The pacemaker interrogation reveals evidence for right atrial dislodgement. This lead was repositioned on (B)(6) 2016 and remains actively implanted. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.